Manufacturer narrative:
Additional information received. Adverse event #10 (case (B)(4) [amended (B)(6) 2026] reports a cardiovascular event described as ¿congestive heart failure (chf)¿ with an onset date of (B)(6) 2020 (45-days post-op) and an end date of (B)(6) 2022. The event was deemed ¿unlikely¿ related to the amds device and ¿possibly¿ related to the implant procedure. Heart failure was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse event due to the following: life-threatening illness or injury, permanent impairment of a body structure or function, prolonged existing hospitalization and medical intervention to prevent permanent impairment of a body structure or function. The patient was already in the hospital, percutaneous and medical treatment in the form of a ¿pacemaker implantation¿ was provided, and the event outcome was documented as resolved. The patient was discharged from the hospital on (B)(6) 2020. The patient did not exit the study because of this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note, ¿cardiac failure (e.g. Congestive heart failure)¿ [ae #10] are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. No further actions are required.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (s)ae ¿ congestive heart failure. Amds 40-40, lot#: c2458837a, procedure date: on (B)(6) 2020, serious adverse event (s)ae#10: congestive heart failure, date of amds implant: on (B)(6) 2020, event onset date: 04aug2020, event end date: 15aug2020, event ongoing: no, was this event expected? No, event: cardiovascular, cardiovascular details: congestive heart failure (chf), describe event: heart failure, relation to amds device: unlikely, relation to amds implant procedure: possibly, did a pre-existing condition or the acute disease cause or contribute to the event? Yes, please specify pre-existing disease: heart failure. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes, in-patient hospitalization or prolonged existing hospitalization. Is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital: yes. If hospitalized, date of discharge: on (B)(6) 2020. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have let to death or serious deterioration in health had suitable intervention not occurred? Yes. Did the subject exit the study? No. Event outcome: resolved. Was there any treatment for the event? Yes. Treatment related to the event: related ae: #10 ¿ event: cardiovascular ¿ event onset date: 04aug2020. Identify the type of treatment: medical. Was dialysis done? No. Is amds removed? No. This event is relegated to amds 40-40, lot#: c2458837a for congestive heart failure. Multiple attempts for additional information have gone unmet. If information is provided in the future, a supplemental report will be issued. The manufacturing records for amds 40-40, lot#: c2458837a were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Patient is a 56-year-old male who had an amds40-40 (lot#: c2458837a) implanted on (B)(6) 2020. Adverse event #10 reports a cardiovascular event described as ¿congestive heart failure (chf)¿ with an onset date on 04aug2020 (45-days post-op) and an end date on (B)(6) 2020. The event was deemed ¿unlikely¿ related to the amds device and ¿possibly¿ related to the implant procedure. Heart failure was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse due to: in-patient hospitalization or prolonged existing hospitalization. The patient was already in the hospital, medical treatment was provided, and the event outcome was documented as resolved. The patient was discharged from the hospital on (B)(6) 2020. The patient did not exit the study because of this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note, ¿cardiac failure (e.g. Congestive heart failure)¿ [ae #10] are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. No further actions are required. A complaint and recall query was performed for amds 40-40, lot#: c2458837a to identify previously reported complaints or recalls associated with this lot number. 4 complaints were identified for this lot number and are unrelated to this event. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (s)ae. Amds 40-40, lot# c2458837a procedure date: (B)(6) 2020 serious adverse event (s)ae#10 congestive heart failure date of amds implant ¿ (B)(6) 2020 event onset date ¿ 04aug2020 event end date ¿ (B)(6) 2020 event ongoing: no was this event expected? No event: cardiovascular details: congestive heart failure (chf) describe event: heart failure relation to amds device ¿ unlikely relation to amds implant procedure ¿ possibly did a pre-existing condition or the acute disease cause or contribute to the event? Yes please specify pre-existing disease: heart failure did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes ¿ in-patient hospitalization or prolonged existing hospitalization is the subject hospitalized due to this ae? Yes was the subject already in the hospital: yes, if hospitalized, date of discharge: (B)(6) 2020 did device malfunction or deteriorate in characteristics or performance? No could this event have let to death or serious deterioration in health had suitable intervention not occurred? Yes, did the subject exit the study? No event outcome: resolved was there any treatment for the event? Yes, treatment related to the event related ae: #10 ¿ event: cardiovascular ¿ event onset date 04aug2020 identify the type of treatment: medical was dialysis done? No is amds removed? No, this event is relegated to amds 40-40, lot# c2458837a for congestive heart failure.

Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.